Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated date occurrence. The device was not returned for analysis. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy due to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The other three perclose proglide devices, referenced in describe event or problem, are filed under separate manufacturer report reference numbers.

Event description:
It was reported that suture placement with four proglide devices were attempted two in the left common femoral artery (lcfa) and two in the right common femoral artery (rcfa) via 6fr sheath using the preclose technique prior to a transcatheter aortic valve implantation (tavi) procedure. Reportedly, a cuff miss occurred with the four proglide devices. Four additional proglide devices were used for successful suture placement using the preclose technique two devices in the lcfa and two devices in the rcfa. The sheath was upsized to 21fr and the tavi procedure was completed. Hemostasis was achieved in both the lcfa and rcfa using the pre-placed sutures from the proglide devices. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. No additional information was provided.